Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a possible loose set screw. It was further reported that the patient underwent a right ventricular (rv) lead/set screw revision due to the appearance of noise on the rv lead. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals. The device remains in use. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a possible loose set screw. It was further reported that the patient underwent a right ventricular (rv) lead/set screw revision due to the appearance of noise on the rv lead. It was also reported that the right ventricular (rv) lead exhibited short v-v intervals. The device remains in use. The lead remains in use. No patient complications have been reported as a result of this event.